Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board and system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported a burning smell along with a charger failure error message. The system was unable to expose and would not boot up. There is no report of patient injury with this event.